Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle bent during procedure. User has many years of experience using the device. Complaint device was returned and evaluated on 22-dec-2021, broken needle at distal end at approximately 6.5cm from tip of sheath was observed. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1.if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2.please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s, 4r. 3. Please describe the size of the intended target site. 0.8x1.2cm 4. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympul gf-uct260 11. Was force required on insertion of device into scope? No. 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle 13. Was difficulty experienced while retracting the needle? No. 14. Was the syringe used during the procedure, after the stylet was removed? 15. Was the needle able to be fully retracted before removing from the patient? Yes 16. Was gaining access to the targeted site difficult? No. 17. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 18. Was needle penetration of the targeted site difficult?no. 19. Was the stylet partially removed prior to advancement of needle? No. 20. How many biopsies/passes were obtained with use of this needle? 1. 21. Did any section of the device detach inside the patient? No. 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 24. Was there difficulty in attachment / detachment of the leur to the scope? No. 25. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab re-evaluation, complaint device was re-evaluated in the lab on (B)(6) 2022: visual inspection: broken needle on the distal end at approx 6.5cm from tip of sheath. Slight bend observed on the needle functional inspection: sheath extender able to advance and retract without issues. Needle able to advance and retract without issues. Distal end of needle examine and broken needle observed.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c1835788 of echo-hd-3-20-c was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22 dec 2021. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally approximately 6.5cm from the tip of the sheath. Upon a device re-evaluation on 04th april 2022 a slight bend was observed on the needle. Image review: n/a. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1835788 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1835788. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely needle became damaged while expelling the sample and therefore broke off. Engineering input received confirmed that the bend and break are related. It has been confirmed that the broken part of the needle did not remain inside the patient and was missing prior to transport returns but its whereabouts is unknown. It is possible that it was accidently discarded in the operating room or was misplaced whilst cleaning the endoscope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 15-jul-2022.